Event description:
It was reported via repair work order that the kick stand was not working which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.